Event description:
Patient voluntarily underwent an ultrasound of the breast as a test patient for the abus. There were no complaints immediately following the ultrasound. She tolerated the procedure well. Three days later the patient and her husband noted that the right breast changed in appearance. Of note the patient has silicone, part saline implants from 1989. The patient subsequently was seen by her previous plastic surgeon and determined that the right implant was leaking. She alleges this occurred due to the abus. The patient has since undergone a replacement of her implant. Concomitant medical products: breast implant.